Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. It was noted that imaging was difficult. After implantation of the third clip, it partially detached from the septal leaflet. This clip was positioned on the posterior and septal leaflets of a tricuspid valve prior to the partial detachment. A fourth clip was then used to stabilize the third clip. This was done successfully and achieved a mild result (grade 1 mr). There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported partial clip movement was due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.